Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump got a blank display. The blood glucose level was 300 mg/dl. Customer also stated that they were hospitalized due to high blood glucose and the value of high blood glucose was 600 mg/dl. Customer was off the device prior to hospitalization for greater than 48 hours. The product will not return for the analysis.